Event description:
It was reported that the device's ventricular pacing rate was below the programmed rate. It also reported by the patient that the device alarms periodically but there were no alerts tripped in the device. It was noted that the skin over the pocket along the incision line had a white crusty area and occasionally bleeds a little. It was further reported that the atrial lead was oversensing. The lead sensitivity was reprogrammed. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.